Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during insulin administration, the syringe detached while the needle remained under the patient's skin. This issue resulted in leaking. There was patient involvement, with no reported patient harm.